Manufacturer narrative:
After the evaluation is completed a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/22/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 05/24/2011 with the following findings: a review of the pump's alarm history did not show any "low battery" warnings or "replace battery" alarms. A review of the device history record indicated that the pump was operating within required specifications at the time of release. During investigation, it was observed that the power circuit does not draw excessive current. There was no defect found on investigation; the short battery life complaint could not be confirmed or duplicated. Correction: this malfunction is generally not reportable because the alleged malfunction is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. There is no patient impact associated with the reported complaint.

Event description:
This complaint is being reported due to the alleged short battery life issue. The patient had to replace the battery 3 times on (B)(6) 2011. Reportedly, the battery life lasts from 4-12 hours. There was no reported patient impact associated with this complaint.